Event description:
It was reported that (1) atw35 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the jaw would not open. Finally retrieved the instrument breaking the handle. Stapling and cutting were incomplete. Opened another instrument to complete the case. No adverse pt outcome.